Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey (nj), USA has been used as a default. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2441-0007 lot number 20077276 was performed. The search showed that a total of 2,403 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp bur 60d smbore 3ss was cracked and leaked. The following information was provided by the initial reporter: event 1: material #: 2441-0007, batch/lot #: 20077276. Event 2: material #: 2441-0007, batch/lot #: 20077276. Event 3: material #: 2441-0007, batch/lot #: 20077276. Event 4: material #: 2441-0007, batch/lot #: 20077276. It was reported that on 4 separate occurrences, the burette sets cracked while infusing medication which resulted in leakage. Verbatim: : ICU had 2 incidents in less than 24 hrs. With cracked burette sets while using it to infuse propofol drip. One incident on a day shift, and another on the night shift. Psr filed. Also, 2 more incidents happened in the past with one about a week ago. ICU uses bd alaris pump infusion burette set ref 2441-0007.